Event description:
It was reported that pacemaker exhibited undersensing. Technical services (ts) was consulted and noticed small signals of non-capture. The device remains in service. No adverse patient effects were reported.